Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not infuse during a fentanyl infusion in an intubated patient. The infusion was administered overnight, and after approximately four hours, the pump alarmed indicating infusion completion, consistent with the expected duration. However, upon inspection, the medication bag was found to be completely full. During the night, the patient experienced multiple episodes of awakening and required midazolam boluses. No occlusion or other pump alarms were reported. The infusion pump was subsequently replaced. No additional information is available.

Manufacturer narrative:
Additional information was added to h6. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.